Event description:
It was reported that the bd syringe with luer-lok¿ tip plunger was difficult to push and pull during use. The following information was provided by the initial reporter: "couldn¿t push and pull".

Manufacturer narrative:
H.6. Investigation: one video and one actual sample were received by our quality team for evaluation. Upon visual inspection of the video it was observed that the plunger was pushed and bound back. The sample was subjected to visual inspection to check for clogged needle and clogged needle was observed. The would have caused the plunger to push and bound back which resulted in plunger movement difficult issue. The incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the sample returned, the plunger movement difficult was due to a needle clogged. The investigation was carried out on needle assembly process. There is a vision system at the assembly machine to detect clogged needles and reject the part. The non-conformance might have happened on the reject station due to the worn out valve. Based on the investigation, there is no issue with the extension of cylinder to reject the part; however, during the retraction there is a delay in the return action of the cylinder piston and hence cause the part to be rejected wrongly.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe with luer-lok¿ tip plunger was difficult to push and pull during use. The following information was provided by the initial reporter: "couldn¿t push and pull"